Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® cat (clot activator tube) plus blood collection tubes had an issue with clotting/micro clots/fibrin clots. The clotting event occurred 2700 times. The following information was provided by the initial reporter: the customer noticed the "presence of fibrin and gelled serum after centrifugation despite following best practices recommendations in the blood collection (mixing, clotting time and centrifugation)."

Event description:
It was reported during use the bd vacutainer® cat (clot activator tube) plus blood collection tubes had an issue with clotting/micro clots/fibrin clots. The clotting event occurred 2700 times. The following information was provided by the initial reporter: the customer noticed the "presence of fibrin and gelled serum after centrifugation despite following best practices recommendations in the blood collection (mixing, clotting time and centrifugation). ¿

Manufacturer narrative:
G.4.  Additional information was received for the awareness date 2020-05-20.

Event description:
It was reported during use the bd vacutainer® cat (clot activator tube) plus blood collection tubes had an issue with clotting/micro clots/fibrin clots. The clotting event occurred 2700 times. The following information was provided by the initial reporter: the customer noticed the "presence of fibrin and gelled serum after centrifugation despite following best practices recommendations in the blood collection (mixing, clotting time and centrifugation)."

Manufacturer narrative:
H.6. Investigation summary: bd had not received photos or samples for the investigation. A review of the device history records with particular focus on additive preparation and dispense was carried out with no issues relating to the reported defect being identified. All product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The IFU for this tube type indicates that the tube must be allowed to clot for 60 minutes before centrifugation to allow proper clot formation. The customer stated a 45 minute clot time. A review of specimen handling parameters should be reviewed for this tube type. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.